Event description:
It was reported that the customer was experiencing large difference between sensor glucose readings and blood glucose readings. His or her blood glucose was unknown at the time of reporting. The customer reported calibrating the sensors two or three times per day, but still experiencing the discrepancies. It was further reported that similar differences were experienced with three other sensors in the same package. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.